Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed via naked eye. The inspection revealed that the swaging collar of the injection site housing was broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer of an interlink system injection site was damaged at the rim which caused a leak and resulted in clotting during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.